Manufacturer narrative:
Follow-up #1 date of submission 09/21/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings:a review of the black box indicated multiple unexplained reboots had occurred. Visual inspection revealed that the battery compartment was intact and that there was no evidence of moisture in the battery compartment. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. The battery cap was fastened and then unscrewed a half turn with no power loss occurring. The pump powered on normally and was exercised for 24 hours with no power issues occurring. The pump casing was removed and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.